Event description:
It was reported that the patient underwent full revision surgery on (B)(6) 2015 due to lead discontinuity. Diagnostic test results were requested but were not provided. The products are expected to be returned but have not been received.

Event description:
A portion of the lead (including the electrode array) was not returned for analysis. Therefore an evaluation of the missing portion of the lead cannot be made. Analysis was completed for the remaining portion of the lead. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The explanted products were received on (B)(6) 2015. The generator performed according to functional specifications.. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead is underway but has not been completed.